Event description:
It was reported that the right atrial (ra) pace impedance was 600 ohms at implant and had been gradually rising. The highest measurement was 1700 ohms. There was no signal noise and sensing and thresholds were ok. The ra lead was capped and a new lead was successfully implanted. No additional adverse patient effects were reported.